Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an uncomfortable battery site. The patient said the ins was uncomfortable in his left buttock and would hurt him when he sat. So the ins was moved to his left flank region.